Event description:
It was reported to nova biomedical that a consumer received a result of "lo" (less than 20 mg/dl) on their unknown blood glucose meter. During the call to customer support, the customer service representative noticed the consumer's speech was slurring and when asked if she had anyone there with her the consumer said, "yes, my (B)(6)." The customer service rep felt the consumer was experiencing a hypoglycemic event while on the line and offered to dial 911 for medical intervention on behalf of this consumer. The consumer said, "yes" and the representative stayed on the phone until the emts arrived. Several days later, when the customer service representative called back the consumer to gather additional information, the consumer declined to provide any further information regarding the event. The meter and test strips will not be returned for evaluation. This is being reported as an adverse event under the FDA medwatch regulations.